Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device needle was bent at the tip. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation: it is likely the following led to the malfunction: this event is caused by a component failure of the tip pipe. The cause of failure could not be determined. The root cause could not be identified, but it is possible that external stress caused slight bending of the tip pipe and surrounding areas, preventing the biopsy needle from sliding properly. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.